Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the anchor broke and the suture came out during arcr procedure. Competitor¿s backup device was used to successfully complete the procedure with a no significant delay. No patient injury reported.

Manufacturer narrative:
One (B)(4) healicoil regenesorb 5.5mm suture anchor device reported on. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Inadequate bone quality resulting in anchor pullout or loss of fixation. 2. Unexpected bone condition/density. 3. Damaged or use of other than recommended prep instrument size or types. 4. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. 5. Pressure or excess torque applied. Per IFU : ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Final product met specifications upon release to distribution. Updated.